Manufacturer narrative:
Concomitant medical products: 2188-65 lead; implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been experiencing shortness of breath, "legs feeling like cement" and feeling like they will "pass out" for the past two to three years . It was also reported that the implantable pulse generator (ipg) was pacing below the programmed lower limit. The ipg remains in use. No further patient complications have been reported as a result of this event.